Event description:
An optometrist reported pt with an abrasion type pattern with some staining, possible epithelial sloughing of the left eye at lasik post-operative visit. It was noted pt complained of "blurry vision in the left eye". Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. (B)(4).